Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that there was a back check valve failure. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion extension set had issues with backflow during the infusion. The following information was provided by the initial reporter: "the clinician also reported a back check valve failure but it was a ¿very long time ago¿. No further information available, no sample available for investigation. No patient harm."

Event description:
It was reported that the unspecified bd¿ infusion extension set had issues with backflow during the infusion. The following information was provided by the initial reporter: "the clinician also reported a back check valve failure but it was a ¿very long time ago¿. No further information available, no sample available for investigation. No patient harm."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.